Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the shaft was noted to be separated. Follow-up information received from the account stated that the shaft separated during the forcible removal the sds from the guide wire for return to abbott. The resistance with the guide wire was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous ramus artery. The 3.0x15mm xience alpine stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy and was removed without issue. There was no interaction of devices and no damage noted to the sds. The 2.5x15mm xience alpine sds met resistance during advancement onto and removal from an unspecified guide wire; thus, both devices were removed as a single unit. A new unspecified guide wire and a new 2.5x15mm xience alpine sds was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Event description:
The 2.5x15mm xience alpine stent delivery system (sds) was returned with the shaft separated. Follow-up information received from the account stated that the sds shaft separated during the forcible removal of the sds from the guide wire for return to abbott.

Manufacturer narrative:
(B)(4). The difficult to position and remove guide wire were confirmed.